Event description:
During a remote follow up, episodes of myopotential oversensing were observed on the device. Reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.